Manufacturer narrative:
Customer outreach was initiated to assist with pairing/linking the sensor and transmitter during onboarding. The user could not be reached. The territory manager (tm) later reported the user was considering sensor removal; no reason was provided. On (B)(6) 2025, the tm confirmed that pairing and linking were successfully completed. No further issues were reported. This event reflects onboarding assistance and does not represent a device malfunction or adverse event. B4. Date of this report 13 sept 2025. G3. Date received by the manufacturer? 13 sept 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On 16 june 2025, senseonics was made aware of an incident where user was unable to link the sensor. The user was called to assist with paring and linking nut the user was not responsive. The user was considering having the sensor removed.

Manufacturer narrative:
The user was unable to link the sensor. The user was called to assist with paring and linking nut the user was not responsive. The user was considering having the sensor removed.